Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the fourth day of ilet use experienced hypoglycemia after a meal announcement and subsequent snack, with device low alerts occurring while glucose remained under 70 mg/dl for about 30 minutes and reaching a nadir of 50 mg/dl; the user treated with oral glucose tablets and candy, and received education on gradual correction while continuing to monitor. Symptoms included asymptomatic hypoglycemia without loss of consciousness or need for assistance. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included customer interview and review of device use and user-reported history. Investigation of this case revealed no device malfunction reported and suggests a therapeutic dosing issue related to early learning phase with a potentially aggressive meal announcement contributing to insulin over-delivery relative to need. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.